Event description:
Air in the tubing set. The pt was receiving normal saline via gravity. After an unspecified length of time, the nurse entered the pt's room and found the normal saline container was empty and air was noted in the tubing set. There was no air delivered to the pt. The therapy was disconnected. There were no reported adverse pt effects. No med interventions were required. The pt was discarded home.